Manufacturer narrative:
This report is submitted april 11, 2017.

Event description:
It was reported that the patient's magnet was placed back into correct position in 2014 (exact date not reported) subsequent to patient experiencing pain, discomfort with device use and a magnet dislodgment.